Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument jaws stopped closing. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged grip ring likely causing the grip tips to not open. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. When placed on an in-house system, the instrument passed recognition / engagement tests. It moved intuitively with full range of motion in all directions.